Manufacturer narrative:
Observations reported from end user: it was reported that two pts, both of who were both treated on the abdomen, had an adverse reactions to the trusculpt procedure while using hand piece tfh10141. The first pt injured by the device had an adverse reaction after 1 of 16 imprints used, whereas the second pt had a 4 distinct reactions (each from individual imprints) out of 32 imprints. Both pts failed to report any pain significantly greater than that experienced during an adverse event free imprint. Engineering observations: the hand piece was first initialized on a system, and the number of treatments remaining was noted. The hand piece had 35 treatments left before it was to be returned for maintenance, indicating that 13 treatments had been delivered prior to the onset of the adverse reactions noted here. Conclusion: while we cannot rule out a bare electrode or excessive perspiration; however, it is unlikely that these two mechanisms initiated electrode failure since the failure occurred subsequently on two different pts. Likely physical damage was the root cause of the failure because not only was the burn in the vicinity of the damage, but spatially coincident with it. Moreover, the burns started occurring after 13 previous treatments. Likely the electrode was damaged after the 13th treatment, but before the 14th. Sweat and partial contact may have exacerbated the film failure.

Event description:
The pt received a small burn on the abdomen. There was no medical or surgical intervention the area healed with small scar (approximately 3mm length x 1mm width).